Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer complaint regarding the foley catheter, sku# a942216. The customer has identified a crack in the catheter, which was not immediately visible. The issue became apparent when they attempted to inflate the balloon and observed water leaking from the device. The customer noted that the crack was located at the connection point where the syringe was attached to the foley catheter. Due to the small size of the crack, it was not detected during initial inspection. The customer stated that they removed the foley catheter and inserted a new one after cleaning the area but expressed concern that this could potentially increase the risk of infection. They did not have the lot# to provide. Per additional information received on 20nov2025, it was reported that the catheter was thrown away by staff by mistake, therefore no physical sample is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer complaint regarding the foley catheter, sku# a942216. The customer has identified a crack in the catheter, which was not immediately visible. The issue became apparent when they attempted to inflate the balloon and observed water leaking from the device. The customer noted that the crack was located at the connection point where the syringe was attached to the foley catheter. Due to the small size of the crack, it was not detected during initial inspection. The customer stated that they removed the foley catheter and inserted a new one after cleaning the area but expressed concern that this could potentially increase the risk of infection. They did not have the lot# to provide.